Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.¿ no other complaints in lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an explanted intraocular lens, with a clinical reason for explant of "decreased vision affecting daily activities: reading, distance, driving and watching tv". Additional information was requested.